Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia at the end of march with blood glucose value of above 600 mg/dl. Customer other blood glucose value was 186 mg/dl. Customer was in the hospital for three days. The device will not be returned for analysis.